Manufacturer narrative:
The sample foam detection camera image showed the affected sample had a film across the surface; which resulted in premature liquid level detection of the sample.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys hcg + beta test system on a cobas 8000 e 801 module. The sample initially resulted with an hcg value of 4.47 miu/ml and this value was reported outside of the laboratory to the patient's doctor. The doctor requested a repeat of the sample. The sample was repeated on (B)(6) 2019, resulting with a value of 1112 miu/ml. The hcg reagent lot number was 38589601, with an expiration date of 31-may-2020.